Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose levels increased to approximately 18 mmol/l (324 mg/dl) after approximately 49-71 hours of pod wear. Upon pod removal, swelling and bleeding were observed at the infusion site, and blood was noted inside the cannula, suggesting a potential cannula blockage. The mother administered a manual insulin pen injection and subsequently placed a new pod. No medical intervention was reported.